Event description:
Procedure type: unknown. According to the reporter: both devices made a strange noise and did not work properly. The staff opened a different lot number to continue the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated february 8, 2010.